Event description:
It was reported the patient experienced loss of stimulation therapy from the drg system. Diagnostics of the drg system found impedances were invalid for all lead contacts. A reprogramming of the system was not possible. Consequently, surgical intervention was taken and the patient's drg lead was replaced resolving the reported issue.